Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving therapy via an implantable infusion pump. It was reported that the patient¿s pump was removed due to infection. The catheter was removed and tied off. There was no evidence of a cerebrospinal leak at that time and the wound at the catheter site looked very clean, no evidence on infection in this area. The catheter tip was sent for culture, gram stain, fungal, etc., to rule out any time of spread of infection from the pump pocket to the lumbar region. The wound at the catheter site was closed. The pump pocket was incised and pump was removed without difficulty. The remaining component of the previously tied off catheter was also removed at this time. The pump pocket was irrigated with antibiotic solution. Cultures were sent of the abdominal wound and the pump pocket wound was closed. The patient will be evaluated in the near future.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.